Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report.. Evaluation results: the reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including stress testing and full functionality testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor fault-2001" and "compressor fault -2002" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unrecognized "service required" error message. No further information was provided. Complainant indicated that there was no patient involvement in the reported malfunction.